Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product(s): 5076-45 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds. A lead revision was performed. It was determined that the patient's implantable pulse generator (ipg) had been placed low. This position caused the lead to have little slack. The device had migrated which caused pulling on the rv lead and contributed to the observed rising thresholds. The ipg was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Ventricular capture management weekly trend data shows maximum threshold measurement were 0.75v week of 2015-(B)(6) and increased to > 2.5v by week of 2015-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.